Event description:
The MFR received info alleging a ventilator's visual alarm indicator would not illuminate. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's front panel board was replaced to address the issue. The ventilator's audible alarm operated as designed.